Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Lead revision was considered in order to maximize battery longevity. At this time this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted on (B)(6) 2022.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Lead revision was considered in order to maximize battery longevity. The device was explanted and successfully replaced. No adverse patient effects were reported.